Event description:
Yeast infections, itching rashes, brain fog, blurred vision, vertigo, allergies, sinus infections, eyes itching, swollen red irritated, face swelling, eyes, cheeks, lips, throat closing in, recurring illnesses, bronchitis, pneumonia, tightness chest, sharp pains, inflammation throughout body; pain all over, bone pain, hands, feet go numb, tingle cold to touch, fatigue, bed ridden most of time, food allergies, insomnia, hair loss, low libido, pre cancer cells, autoimmune disease. Test but do not have results on hand. FDA safety report ID# (B)(4).